Event description:
The facility reported 1 incident of "leakage" with the transfer set. Per affiliate, issue was noted during use and no patient injury or medical intervention were associated with this report.